Event description:
It was reported that a spectrum pump displayed unknown error messages during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported error message which was not reproduced. The unknown system error was confirmed through a review of the event history log by the presence of system error 105 caused by severed motor mount screws. The failed motor assembly (including the screws) was replaced.